Manufacturer narrative:
Updated fields: e1- initial reporter email. H6- evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced an embolic stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. It was reported that the patient was previously symptomatic in right hemisphere. The physician was using neuroimaging/neuromonitoring (evaluation of motor functions) during the tcar procedure. The final completion angiogram showed plaque prolapse; therefore, a second stent to was added to reline the first stent. Neuromonitoring went off to the left arm and left leg during placement of the second stent. Approximately one hour post procedure, as the patient was waking up, the patient experienced left arm weakness. Magnetic resonance imaging (MRI) revealed that the patient had experienced a right sided embolic stroke. The patient was admitted to the hospital beyond the standard of care. No intervention was required due to the stroke event.

Manufacturer narrative:
Updated fields: h6- patient codes, impact codes: addition of e2328 and f2301 to better capture the reported event of plaque prolapse and the additional stent placed.

Event description:
It was reported that the patient experienced an embolic stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. It was reported that the patient was previously symptomatic in right hemisphere. The physician was using neuroimaging/neuromonitoring (evaluation of motor functions) during the tcar procedure. The final completion angiogram showed plaque prolapse; therefore, a second stent to was added to reline the first stent. Neuromonitoring went off to the left arm and left leg during placement of the second stent. Approximately one hour post procedure, as the patient was waking up, the patient experienced left arm weakness. Magnetic resonance imaging (MRI) revealed that the patient had experienced a right sided embolic stroke. The patient was admitted to the hospital beyond the standard of care. No intervention was required due to the stroke event.

Event description:
It was reported that the patient experienced an embolic stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. It was reported that the patient was previously symptomatic in right hemisphere. The physician was using neuroimaging/neuromonitoring (evaluation of motor functions) during the tcar procedure. The final completion angiogram showed plaque prolapse; therefore, a second stent to was added to reline the first stent. Neuromonitoring went off to the left arm and left leg during placement of the second stent. Approximately one hour post procedure, as the patient was waking up, the patient experienced left arm weakness. Magnetic resonance imaging (MRI) revealed that the patient had experienced a right sided embolic stroke. The patient was admitted to the hospital beyond the standard of care. No intervention was required due to the stroke event.